Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery of insulin. The blood glucose reading was 417 mg/dl. The customer was advised to disconnect and reconnect the tubing and reservoir and to manually push the plunger and verify if insulin exits the tubing. The customer reported that insulin did exit and that the insulin pump did not alarm. The customer was advised that the insulin pump was working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.